Manufacturer narrative:
The reported guide wire was received for analysis with the oad. Upon examination of the guide wire, the spring tip was noted to be detached and missing. A kink was also noted in the guide wire core. The oad crown and tip bushing to be intact. When tested, the oad functioned as intended with no anomalies noted. Scanning electron microscopy was performed and found radiopaque coil particles inside the oad tip bushing, indicating that the device came into contact with the guide wire spring tip. The analysis also indicated that the guide wire had rotational interaction at the fracture site, consistent with the oad being operated over the spring tip. At the conclusion of the device analysis investigation, the reported wire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device, the tip of the guide wire became detached and remained in the patient. The target lesion was 85% stenosed and located in the right coronary artery (rca). The oad was unable to advance past the lesion using the glideassist function, and when forward pressure was applied the device appeared to jump forward. The device and guide wire tip came into contact with the lesion and became stuck together. The device and wire were unable to be detached or removed. The glideassist function was activated in an attempt to disengage them, however this resulted in the tip of the guide wire becoming detached. The tip of the guide wire remained in the rca. Following removal of the oad and guide wire, balloon angioplasty was performed but was not effective in treating the lesion. Coronary bypass surgery was performed and the patient was in stable condition following the procedure.